Event description:
The account stated they had a patient fall out of bed. When turning the patient to the right, they heard a loud pop, the right intermediate siderail fell down and the patient fell out of the bed. No injuries.

Manufacturer narrative:
The field technician found no problems with the siderail latching. When he arrived at the facility, their maintenance department had already cleaned out the dust and debris from the siderail latching mechanism and lubricated the latch.